Event description:
This device was explanted due to eos status. The patient was shocked repeatedly due to a vt storm. When the device was interrogated it showed 198 charges. The device was explanted and it showed discoloration. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The incoming visual inspection revealed a discoloration of the titanium housing of the ICD, as mentioned in the complaint description. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. At a next step the ICD was interrogated, revealing the battery status eos. The device was implanted for 36 months and 193 charging cycles were recorded to the icds memory. The amount of charge taken from the battery was verified, indicating the battery status eos to be anticipated. The ICD was subjected to a complete final acceptance test and proved to be within specification. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.